Event description:
It was reported by the rep that the device was used during laparoscopic cholecystectomy. It was reported the 355ld was inserted through the subxyphiod, approximately 15 minutes into the case the pneumoperitoneum was being lost and the torn gasket was detached. A new trocar sleeve was used. There was no consequence to the pt.